Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia for several hours while using the ilet with an inset 23" infusion set; the user announced a meal, the infusion site felt normal, a device alert was referenced, and a manual fingerstick confirmed high blood glucose, after which the user changed the infusion site and glucose levels decreased without requiring a manual insulin injection. Symptoms included hyperglycemia without reported physical illness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.